Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the touch screen became shattered due to customer sitting on the pump. There was no adverse impact to customer's blood glucose. Reportedly, the contact could not confirm if pump was functional and customer also had manual injections available for insulin therapy.